Event description:
New information notes that the rv lead was also capped due extra cardiac stimulation.

Manufacturer narrative:
Correction - h6 - clinical signs and symptoms is discomfort instead of no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pacemaker change. The physician noted that there has been right ventricular (rv) lead noise. During the procedure a venous occlusion on the patient right atrial (ra) due to patient anatomy. After multiple attempts the physician decided to implant a new system on the right side. Everything went smooth and no compilations. The rv lead was capped and replaced on (B)(6) 2021. Patient was in stable condition.